Manufacturer narrative:
Reliability analysis: inspected 3 opened/used enlite sensors and performed bicarbonate buffer test per dop114-830. One of 3 failed per specifications due to a broken cannula with the broken part still in tubing. 2 remaining sensors passed per specifications with accurate readings. Unable to confirm needle complaint due to customer did not return insertion needle, only returned sensors.

Event description:
The customer's mother called to report an issue with the transmitter and that the sensor cannula did not look like it was fully there. The customer's blood glucose reading was unknown. The caller was given assistance. The customer's sensor was replaced and returned for analysis.